Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed running test for a few days, however the issue could not be replicated. Any error related to this issue was not recorded in the iabp's fault logs. As a precaution the fse replaced the solenoid driver board, cable assembly, power supply charger and the main board. The fse performed a pm and calibration as well as performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use in a patient the cs300 intra-aortic balloon pump (iabp) shutdown; no alarm was generated when the shutdown issue occurred. The ac power cord of the iabp was connected to an active ac power source and the iabp was running on ac power as well. The iabp was swapped to continue therapy. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use in a patient the cs300 intra-aortic balloon pump (iabp) shutdown; no alarm was generated when the shutdown issue occurred. The ac power cord of the iabp was connected to an active ac power source and the iabp was running on ac power as well. The iabp was swapped to continue therapy. There was no harm or injury to patient and no adverse event was reported.